Manufacturer narrative:
Date sent: 05/07/2008. Evaluation summary: the device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The probe was fully functional and conforming to manufacturing requirements. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast biopsy procedure, the stereo tech was cut by the end of the probe. No treatment was sought by the tech.